Manufacturer narrative:
The aware date submitted on supplemental report 1038671-2019-00200 follow up 2 was incorrect. The aware date should be 20/aug/2019.

Manufacturer narrative:
The revision reported in the experience was likely the result of "pain and some mid-flexion instability." However, this cannot be confirmed as the devices were not available for evaluation. Any ¿surgical site¿ infection noted in a patient that is greater than 3 months postop from a total joint surgical procedure is highly unlikely to be related to the surgical procedure for placement of the total joint or the device itself. [1] the index surgery occurred in 2008, indicating the that these devices have been implanted for approximately 11 years. Therefore, neither the DHR nor the sterilization records were reviewed. 1. Acute infection in total knee arthroplasty: diagnosis and treatment juan carlos martínez-pastor,* francisco maculé-beneyto, and santiago suso-vergara author information article notes copyright and license information disclaimer open orthop j. 2013; 7: 197¿204. Published online 2013 jun 14. Intractable pain is listed in the total joint surgery risks section of the optetrak logic total knee system IFU 700-096-119 rev a. Additionally, possible causes of instability for these devices are listed in rmr # 750-2010-016 rmr-implants rev - and rmr # 750-1992-001-rmr-implants rev a.

Event description:
Revision knee surgery for anterior knee pain and some mild mid-flexion instability. The patient had an original optetrak cr performed by dr. (B)(6) in 2008. The patient received a resurfaced optetrak 38mm 3 peg patella and a size 3 13mm crc insert. The retrieved poly was in excellent condition for its age showing minimal wear on the articular surface and back side of the poly. This event has 2 devices 1038671-2019-00200 and 1038671-2019-00201.

Manufacturer narrative:
Corrections made in the following section(s): initial awareness date in initial submission should have been 18-feb-2019. (These were entered in error.

Manufacturer narrative:
Pending evaluation.

Event description:
Revision knee surgery for anterior knee pain and some mild mid-flexion instability. The patient had an original optetrak cr performed by dr. (B)(6) in 2008. The patient received a resurfaced optetrak 38mm 3 peg patella and a size 3 13mm crc insert. The retrieved poly was in excellent condition for its age showing minimal wear on the articular surface and back side of the poly.